Event description:
It was reported that during an unk procedure, the device delivered an incomplete staple line. Sutures were used to achieve the hemostasis. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.